Manufacturer narrative:
B3: event date: (B)(6)2023-(B)(6)2023; the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps had an increased upstream occlusion alarm frequency post implementation of the v9.02.01 software update. This occurred during infusion in the 3e care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.